Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
Tit was reported from (B)(6) that during service and evaluation, it was determined that the motor device temperature was above specification, the bearings were damaged, the cable/cord/wiring was damaged, and the locking components were damaged. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, safety assessment, cutter lock assessment, loctite and cable assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5 vdc line and connector body, no short circuit between sensor gnd and connector body. It was noted in the service order that the device cannot lock the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.